Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. The device was found in end of service prematurely. The device was explanted and replaced. Patient condition was well after the event.